Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 45 months after the implantation this atrial lead showed variability in sensing including some short noise episodes in the atrial channel. No intervention was conducted at this time. The lead remains implanted and active.